Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r.

Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r. The investigation revealed that a 12f dilator and 12f sheath were packaged within the 14f fast-cath trio hemostasis introducer package.

Event description:
During the procedure, when inserting the catheter into the insertion hub, it was not smooth. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.